Event description:
It was reported that during unpacking of the subject device, the proximal end of the delivery wire broke. There was no patient involvement.

Manufacturer narrative:
The product was not returned; therefore, analysis cannot be performed. Based on the information available indicating that the device break occurred during unpacking; it is probable that the break may be related to handling of the device.

Event description:
It was reported that during unpacking of the subject device, the proximal end of the delivery wire broke. There was no patient involment.